Event description:
A consumer reported via a manufacturer representative that they experienced undesired sensations of ¿getting their nuts jolted.¿ the cause of the event was unknown. The patient had not been to the clinic for three years. No diagnostics or troubleshooting had been done and no actions or interventions had been taken. It was unknown if any surgical intervention was planned. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.